Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) - failure (event) observed during analysis. Final analysis found that an incomplete lead was returned. Analysis found that the outer insulation was crushed at 29.5 cm to 30.8 cm due to a combination of clavicular crush and constant friction with another implantable device.